Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that all electrode combination affiliated with electrode 0 were greater than 4000. The hcp reseated electrode into battery twice. Ran impedances at 300 pulse width and 2 volts but the issue was not resolved and the cause of the high impedance seen intra-operatively was not known. On (B)(6) 2019 the hcp via the rep reported the impedance issues was not resolved. However, the patient had good motor responses and physician decided to leave it as is. No symptoms were reported and no further complications were reported or are anticipated.